Event description:
It was reported that the battery pins were found to have physical damage and dirt during servicing. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem could not be verified or duplicated in the lab. There was no fault found with this battery pca.

Event description:
It was reported that the battery pins were found to have physical damage and dirt during servicing. There was no patient involvement.

Event description:
It was reported that the battery pins were found to have physical damage and dirt during servicing. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem could not be verified or duplicated in the lab. There was no fault found with this battery pca. Further details related to this case have confirmed the initial investigation required the replacement of the battery pca to bring the device back to functionality.